Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the impella had alarms for suction and low placement signal. Under echocardiography guidance, the catheter was moved back to 3.5cm, and the repositioning sheath was advanced. Upon repositioning, the patient experienced an episode of ventricular tachycardia that was treated with medication. The patient remained on impella support and was successfully weaned.